Manufacturer narrative:
The reported failure was confirmed through investigation analysis. Visual inspection revealed that there is a missing adhesive section between the tip and shaft. There is also a scrape mark in the sheath material proximal to the missing adhesive . The damaged area is proximal to mini electrode 2 (me2) and the seal appears to be compromised. Continuity checks revealed no electrical opens or shorts and all electrode/ thermocouple/magnetic sensor resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. X-ray showed no obvious anomalies. The impedance measurement between me2 and the tip was below specifications. The mifi noise reported by the field is most likely due to a crack in the me2 collar allowing fluid ingress in the tip.

Event description:
Reportable based on device analysis completed on december 23 2019. It was reported that noise was observed on mifi channels. During an cavo-tricuspid isthmus ablation procedure, an intellanav mifi xp catheter was selected for use. Noise was observed on the mifi eletrograms. When a mifi channel was paced, the noise would clear up. When another channel was selected and paced, that noise would clear up and the previous channel would again become noisy. The noise was not resolved and the procedure was completed. No patient complications were reported and the patient's current condition is fine. However, device analysis revealed missing adhesive section between the tip and shaft.